Manufacturer narrative:
Device had blank display due to moisture damage on the electronic assembly. The motor had moisture damage. Unable to perform the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test, delivery accuracy test , the stop current and run current measurement tests, self test, off no power alarm test and a21 error test due to blank display. Unable to perform the pump trace history download or carelink upload due to blank display. Device had minor scratched display window, cracked case at display window corner, scratched reservoir tube window, cracked reservoir tube lip and a stained end cap sticker. Drive support disk was inspected and no anomaly was noted.

Event description:
Customer visited emergency room due to high blood glucose on (B)(6) 2019.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The initial report was submitted with missing information. The information had been updated and provided with this report in section b5.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2019 at 2.30 pm with blood glucose of 367 mg/dl. Customer stated that the drive support cap was flush. Customer alleged that the pump was under delivering because battery kept dying and was not able to deliver enough insulin. The insulin pump will be returned for analysis.